Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. As the 3.5x15mm quantum maverick balloon was advanced the physician encountered resistance that the shaft fractured. The break was located outside the patient so the distal section was removed without incident. The procedure was completed with another 3.5x15mm quantum maverick balloon. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. As the 3.5x15mm quantum maverick balloon was advanced the physician encountered resistance that the shaft fractured. The break was located outside the patient so the distal section was removed without incident. The procedure was completed with another 3.5x15mm quantum maverick balloon. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device lot number corrected from 15410263 to 15400922. Device expiration date corrected from 07/23/2015 to 07/19/2015. Device manufactured date corrected from 07/24/2012 to 07/19/2012. Device evaluated by manufacturer - there was a complete separation of the hypotube, the hypotube separation was 71cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).